Event description:
A caller reported a malfunction on the pump, specifically indicating malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue happened again, which they acknowledged and understood.